Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller reports he saw patient today and patient indicated he had seen oor message on his controller. Caller reports oor occurred on 97715: (B)(4). Caller reports the oor occurred sometimes last week, unknown the specific date. Caller reports patient is a va patient, unknown who his managing physician. Caller reports when he interrogated ins, impedance shows contact 8 and 9 were all out of range, >40k ohms. Caller reports patient was programmed 3.8ma/270pw/10hz using electrode 9/10.caller reports electrode 9/10 shows: >40k ohms. Caller reports he reprogrammed patient to using 10/11. Reports he does not recall the impedance reading, but was within normal range. No patient symptoms were reported.